Manufacturer narrative:
Testing of actual/suspected device: at this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted when additional information is provided. The full event site name is (B)(6) hospital. The full name of the initial reporter that is abbreviated is (B)(6). Device not returned to manufacturer.

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) had an iab disconnected alarm that occurred several times. The tubing was connected and secure each time, and no blood was within the tubing, and patient was stable. Therapy was able to continue without any issues, and customer was advised to switch the unit if issue persisted or became more frequent. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, h2, h4, h6(type of investigation, investigation findings, investigation conclusions), h10, h11 corrected fields: d9, h3 additional information poc: andrey barbin & email - (B)(6) a getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse was able to verify the reported issue in the iabp¿s checked logs and verifed the iab disconnected alarm. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then cleared for clinical service.

Event description:
N/a